Event description:
It was reported when using the bd phoenix panel nmic-306 the user result obtained for isolate ps. Aeruginosa was cefepime susceptible and meropenem variance, while historically for the affected patient the result was resistant. The result was confirmed by e-test strip. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-dec-2023. Investigation summary: this complaint is for mic discrepancies of cefepime (fep) and meropenem (mem) with pseudomonas aeruginosa when using phoenix panel nmic-306 (catalog number 449292) batch number 3192641. The customer provided panel returns, isolate returns and phoenix generated lab reports for the investigation. The lab reports show results of resistant and susceptible fep mic and intermediate mem mic with p. Aeruginosa when using the complaint batch. To investigate, retention panels of the complaint batch were inoculated with customer returned isolates p. Aeruginosa f814989 and placed in a phoenix m50 for fep and mem mic results. Also, control panels from the same material but different batch were inoculated with customer returned isolates p. Aeruginosa f814989 and placed in a phoenix m50 for fep and mem mic results. Last, one customer returned panel was inoculated with customer returned isolate p. Aeruginosa f814989 and placed in a phoenix m50 for fep and mem mic results. Results of the investigation show the expected results for fep but intermediate results for mem. As we were able to re-create the defect reported by the customer (mic discrepancies with mem and p. Aeruginosa), this complaint is confirmed for discrepant mem results but not confirmed for discrepant fep results. The breakpoints published in clsi m100, 33rd ed /m45-a3 remain unchanged in the bd phoenix¿, bd epicenter¿, and bd synapsys¿ systems. The pud breakpoints listed in this table are not aligned with the current clsi m100 breakpoints either due to these breakpoints not being recognized by the FDA susceptibility testing interpretive criteria (stic) website or performance with the updated breakpoints has not yet been evaluated internally by bd for the bd phoenix ¿ system. As bd phoenix¿ currently has only one clsi interpretational rule set, this breakpoint set is influenced by the FDA for us customers. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix panel nmic-306 the user result obtained for isolate ps. Aeruginosa was cefepime susceptible and meropenem variance, while historically for the affected patient the result was resistant. The result was confirmed by e-test strip. No health impact or consequence reported.